Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose level was 123 mg/dl. During troubleshooting with tandem's technical support, the user unscrewed and re-screwed the luer lock connection. The user successfully primed the tubing to remove air bubbles.